Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customers blood glucose was, high it went from 500 mg/dl, 400 mg/dl,300mg/dl. Customer offered to threshold high blood glucose. In the morning when she woke with a blood glucose of 300mg/dl. The insulin pump will not be return for analysis.